Event description:
Clamps on fluid supply do not close completely and fluid drips out of the spike that is not in use. User alleges the drip is very slow, flow does not shut off completely, and fluid dripped onto the floor.